Event description:
It was reported that the pump was alarming. It was unable to be interrogated. The patient recently had it refilled. The patient experienced an increase in muscle tone. At the time of the pump removal it was noted that the "pocket had infective looking exudate in pocket". The pump was replaced. The patient recovered without sequela. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4)